Event description:
It was learned through implant patient registry that a 23mm 11060a aortic valve in aortic position was explanted after an implant duration of two (2) months, twenty-three (23) days due to unknown reason. The replacement is another 23mm 11060a konect resilia valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (clinical code, device code, and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned through implant patient registry and medical record that a 23mm 11060a aortic valved conduit in aortic position was explanted after an implant duration of two (2) months, twenty-three (23) days due to recurrent bioprosthetic endocarditis. The replacement is another 23mm 11060a konect avc. The patient was discharged on pod #16. Per medical record: the patient was discharged and completed 6 weeks of antibiotics from her index aortic valved conduit implant due to endocarditis. The patient presented two (2) months and 21 days later with right elbow pain for which there was concern for septic elbow, the cultures were negative, elbow pain presumed embolic. A tee revealed a new vegetation on the aortic valve and moderate mr. The indication for surgery recurrent endocarditis. The patient underwent redo sternotomy, aortic annular reconstruction with bovine pericardium, aortic root replacement using a 23mm 11060a aortic valve using a cabrol technique with reimplantation of the coronaries and mvr using a 27mm mitris valve, and pacemaker generator and lead removal. Vegetations on the aortic valve were sent for culture. There was phlegmon around the aortic root. The mitral valve was explanted and replaced due to concern for drop lesions on the leaflet. The aortic mitral curtain was intact. It is noted post implant heart function looked preserved; valves looked well seated without any significant leaks. The patient was transferred to cticu in critical but stable condition. A leadless pacemaker was implanted on pod #8.